Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Should the product be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post operative (op) exam, the surgeon noticed a toric intraocular lens (iol) in the patient's operative eye with marks on the iol and not the toric marks. The patient status was reported as unknown. There was no incision enlargement or sutures required. The patient's daily activities is not affected. It is unknown if the lens was removed from the patient's eye. No further information is available.